Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer received a motor error alarm on her insulin pump after having been near an magnetic resonance imaging machine for a couple of minutes. The blood glucose level of the customer was 108 mg/dl. The customer was able to rewind the insulin pump after clearing the alarm and disconnecting from it. She was advised to discontinue use and to revert to a back-up plan. Nothing further was reported.